Manufacturer narrative:
Citation: wilson et al. Cardiac arrest secondary to sudden lvad failure in the setting of aortic valve fusion successfully managed with emergent transcatheter aortic valve replacement. Int j cardiol. 2014 feb 1;171(2):e40-1. Doi: 10.1016/j.ijcard.2013.11.117. Epub 2013 dec 7. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with a complex medical history (left ventricular assist device for dilated cardiomyopathy, a surgically fused aortic valve, dual chamber pacemaker for syncope) who underwent implant of a 29 mm corevalve bioprosthetic valve (no serial numbers provided). During the implant procedure the valve was successfully deployed. Following the implant there was no aortic trans-gradient pressures and no paravalvular leak noted. The authors stated that the procedure was complicated by the presence of complete heart block, therefore the pre-existing dual-chamber pacemaker was explanted and upgraded to a biventricular device. No additional adverse patient effects or product performance issues were reported in regard to the bioprosthetic valve.